Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that when the device was interrogated prior to the device change-out procedure, the device data could not be measured. It was also noted that the pacing lead impedance was low, out of range, since (B)(6) 2018. Lead was tested during the procedure and normal measurements were noted. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: device analysis showed that the data could not be measured from the device due to low battery status. Longevity assessment performed showed battery depletion to eri was normal. The device was tested on the bench and no anomalies were found.